Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The electrode has been used. The electrode and tip have been broken from the end of the device and were returned. Bio debris is present. There are signs of a sharp instrument cutting or grasping the wand. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found it displayed settings (1,7) when plugged in. A test for plasma generation could not be performed due to the condition of the device. The resistance measured at 0.90 kilo ohms. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site, mechanical displacement of tissue through applied force and activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the tip of the super multivac wand was broken. The broken piece was successfully retrieved from the patient´s body. 5 minutes delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).